Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Final analysis of the partially returned lead found an insulation abrasion exposing the outer coil at 9.7 cm to 10.2 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4). (B)(6).